Event description:
While inserting a screwdriver into adjustment screw hole in back of device, an employee was shocked. Went to ER: arm red; treated with tylenol. It appears that the screw driver being used slipped off the adjustment screw and touched the incoming power contact, resulting in a shock to the pt. An electrical safety test was performed on the equipment showing the ground was intact and chassis leakage was within standards. Per engineer, device has a design flaw, in that the adjustment screw is not isolated from the power contact sufficiently.